Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that during the post-dilatation of a balloon expandable stent in the right iliac artery, the balloon ruptured (atm unk). The balloon was then unable to be removed through the introducer sheath and a surgical cutdown was performed in the iliac artery to remove the balloon and the sheath. The pt was reported to be doing well, post-procedure.